Manufacturer narrative:
Device received with partial display due to cracked lcd controller and lcd glass. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Audio or vibrate anomaly or absence of alarm unknown. Unexpected resume unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen was white, alarm was loud and insulin delivery was stopped. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump was not possible to use anymore. Customer stated that the health care professional was tried to perform the test but did not work. The device will return for the analysis.